Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a failed transmitter error was reported. Date of issue is an approximation. The patient stated their spouse found them lying in bed at 10:30pm and was slow to respond and was having a low event. He looked at the receiver and stated he saw a transmitter failed alert and performed a finger stick reading that displayed 47 mg/dl on the blood glucose meter. He gave the patient half a peanut butter and jelly sandwich and a class of fruit juice and monitored her blood sugar until it came back up. At the time of contact, the patient was in stable condition. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Event description:
Subsequent to the initial MDR, upon further review of the complaint,this would not constitute an adverse event as there was no serious or life-threatening injury, and there was no documentation of medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and the inspection passed. Voltage testing was performed and the test failed. The transmitter had no voltage. Data from the returned product could not be found. The reported transmitter failed error was undetermined. A probable cause could not be determined.